Event description:
The customer reported the image was distorted. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service observed scope communication error code e216, due to damage to the imaging unit (ccd-charge coupled device unit). This report is being submitted for the malfunction found by service during the device evaluation [scope error e216]. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the image issue and scope error code were likely due a failure of the image sensor unit, a failure of the board inside the video connector, or a defect on the system side. However, a definitive root cause could not be determined. During inspection and testing, service found the adhesive on the bending section cover (a-rubber) had chipped. Per the legal manufacturer, this issue identified by service has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.